Event description:
A site reported to rxsight that a bilaterally implanted patient's light adjustable lens (lal) was explanted from the left eye prior to any light treatments due to vision changes after the use of a tanning bed without rxsight uv protective spectacles. A new lal+ was implanted as a replacement. No additional information has been provided.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Per the IFU, contraindications include patients "...unwilling to comply with the postoperative regimen for adjustment and lock-in treatments and wearing of uv protective eyewear". Additionally, the IFU provides the following instruction: " if the implanted eye is exposed to uv light without the use of uv protective eyewear before 24 hours post final lock-in treatment, the lal can change unpredictably, causing aberrated optics and blurred vision, which might necessitate explantation of the lal." Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly. Manufacturer reference #: (B)(4).